Manufacturer narrative:
Reported event: an event regarding pain involving an unknown hip was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing post-operative pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported via the stryker facebook event, "not satisfy with the results of my striker implant thr. Am 4 months out and still have a limp and pain . Actually more pain now than before my surgery doctor says it normal . Cannot get a good night rest any more . Very disappointed in the results of my surgery hopefully it will get better." Additional comment reported through the stryker facebook page, lots of pain especially at night and leg swelling is terr

Event description:
It was reported via the stryker facebook event, "not satisfy with the results of my striker implant thr. Am 4 months out and still have a limp and pain . Actually more pain now than before my surgery doctor says it normal . Cannot get a good night rest any more . Very disappointed in the results of my surgery hopefully it will get better." Additional comment reported through the stryker facebook page, lots of pain especially at night and leg swellin is terr fb comment received, had mako thr in january going 7 months post op.. Still have pain and swelling and knee swelling now after surgery . Not satisfied at all . Maybe the doctor messed up he says everything is ok it just takes time. I would think after 7 months it would be better. Worst surgery I ever had . Still in pain . Fb comment received, seeing a different doctor now he thinks my hip replacement is infected. Going to have a hip aspiration done this week. . Blood test keep showing high infection in blood stream. . Hopefully not the case but could be causing the pain

Manufacturer narrative:
Update to event details. Reported event: an event regarding pain involving an unknown hip was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing post-operative pain. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.